Event description:
A report was received from a user facility in the USA with the following info: the stellaris device was set up for intervention related to pars plana vitrectomy with delamination of extensive diabetic membranes and repair of rhegmatogenous retinal detachment. The surgeon was unable to complete the vitrectomy and diabetic membrane delamination due to inadequate cutting action with three vitrectomy probes. The procedure was aborted and the pt will most probably need further surgery due to increased risk for re-detachment.

Manufacturer narrative:
The device has not been received for eval. A supplemental report will be submitted when the eval is complete. The device history records were reviewed and were found to be acceptable. Report 1 of 3.